Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
The literature article entitled ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ by roberto castricini, md; giorgio gasparini, md; grancesco di luggo, md; massimo de benedetto, md; marco de gori, md; and olimpio galasso, md; published in the journal of shoulder and elbow surgery, january 20, 2013, was reviewed. The purpose of the article ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ was to report the midterm survival rate, health-related quality of life (hrqol), and functionality of the shoulder after rsa in a prospective series of patients with mrct, cta, or primary glenoid humeral oa and identify the possible predictors of clinical outcomes. The article reports on 80 of 109 patients having a delta iii implant (depuy) used in a reverse shoulder arthroplasty all performed by the same surgeon between 2003 and 2008. There were four reported complications. A (B)(6) man suffered a dislocation which required revision and a polyethylene (cup) exchange which was successful.